Event description:
Additional information reported the dye study was not able to be completed since they couldn¿t aspirate from the catheter. It was noted the rotor study showed the pump rotors were not moving. It was noted the patient was doing well after a revision, and they were setting effective therapy. Additional information reported the catheter was alsoreplaced.

Manufacturer narrative:
Product ID: 8709sc, lot# n182665011, implanted: (B)(6) 2009, explanted: (B)(6) 2014; product type: catheter. Product ID: 8709sc, lot# n182665011, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported a critical alarm was heard, and its error code was seen on the programmer. It was noted the error code was an ¿8000 series¿ but the exact code was unknown. It was noted the pump was refilled (B)(6) 2014-01-23. It was reported the patient was numb from the waist down. Additional information reported the alarm was due to a motor stall. It was reported the patient went to the e.r. On (B)(6) 2014-01-31 since the pump was alarming. It was reported the pump was replaced. It was noted the patient had withdrawal symptoms of sweaty and clammy. The pump was used to deliver fentanyl and bupivacaine. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n182665011, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. (B)(4).